Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the reason for previous pump replacement on (B)(6) 2025 was due to elective replacement indicator (eri). The model number/serial number and implant date of the catheter was unknown at the time. Further diagnostics/troubleshooting was unknown. The pump logs were not available. The cause of the pump stop/stall and withdrawal symptoms was also unknown at the time. Actions/interventions taken needed to be confirmed with the physician and nurse next week. The event/withdrawal symptoms had resolved. The customer was asked to return the device, however it was unknown if the device had been returned for analysis. The device was in the hands of the hospital pharmacy. It was stated that the pharmacist of this account was leaving and he was not replaced for the moment, so some questions remained without answer. The rep would be with the physician and nurse next tuesday morning and would make a point on this case with them in order to complete the case.

Manufacturer narrative:
G2 - french republic agency national for the safety of medicines (ansm) incident report / user report reference number:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient experienced withdrawal symptoms. The patient had to resume taking oral morphine to remedy the problem. It was further noted that as a result, the patient was forced to take a few days off work. Regarding factors that may have led or contributed to the event, it was indicated that the patient recently had their intrathecal pump replaced on (B)(6) 2025. No surgical intervention was planned. Diagnostics & troubleshooting will be performed during the next pump refill appointment scheduled for (B)(6) 2025. If the pump is found to not be working properly, replacement will be considered with the risk of further surgery under general anesthetic and the associated risk of infection. It was unknown if the issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The patient medical history and weight at the time of the event were unknown or would not be made available. Additional information was later received on (B)(6) 2025 from the french republic agency national for the safety of medicines (ansm)via incident report number (B)(4). It was indicated that the patient showed signs of withdrawal three weeks ago. A message said the pump stopped without explanation for a few minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the health care provider or pharmacist did not provide the model number, serial/lot number, and implant date of the catheter. No d iagnostics/troubleshooting was performed. The cause of the pump stop/stall and withdrawal symptoms was not determined. It was stated that a surgical intervention regarding the pump stopping and the patient experiencing withdrawal symptoms did not occur. The device had not been returned for analysis and it was unknown what the status of the device was. The device was in the possession of the health care provider and hospital. It was stated that multiple attempts were made with email and physical rendez-vous with the customer to try to complete the information.